Event description:
It was reported that during an unspecified surgical procedure, it was observed that the rotations per minute (rpms) were slow on the small battery drive. There was a thirty second delay to the surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported however, the reporter stated that the event occurred in the month of february 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was functioning intermittently. It was further observed that the triggers were sticking and the coupling head was worn. It was further discovered that the electronic control unit was not functioning properly and there was excessive corrosion on internal components. The assignable root cause was determined to be due to improper cleaning and wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.